Manufacturer narrative:
Additional model #, lot#, serial #, mfg date: (B)(4) renew vi non-ratcheted handpiece, 34cm, lot# 44654, (B)(4), mfg date 05/07/2008; (B)(4) renew vi non-ratcheted handpiece, 34cm, lot# 46928, (B)(4), mfg date 12/08/2008; (B)(4) renew vi non-ratcheted handpiece, 34cm, lot# 42505, (B)(4), mfg date 01/09/2008. The hospital is returning four handpieces, they are not sure which one was involved in the incident. No add'l pt info was provided. The four products in question were not returned, therefore, no investigation could be conducted. No issues were found with any of the device history records.

Event description:
Microline surgical was informed by the distributor that a renew handpiece may have caused a burn to a pt's uterus. The hosp is returning four renew handpieces because they are not sure which one may have been involved in the incident. No pt info was provided.